Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the ECG-c cable was pulled from the strain relief which damaged j704 connector inside the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this electrode belt did not report any deficiencies.